Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation following the patient's death; no issues regarding the controller were reported. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. The provided log file was reviewed, and the pump operated at intended speeds throughout the data. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii lvas patient handbook (rev. D, section titled ¿important warnings¿) instructs users to never submerge their equipment, including the system controller, into water or liquid or other materials. The heartmate ii lvas patient handbook (rev. D, section titled ¿list of emergency contacts¿) instructs users to call their hospital contact at any time in the event that they think or feel their pump is not operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that investigation of the returned system controller revealed contamination of a foreign material around the driveline release button and latch and wire fatigue within both power cables that did not affect the system controller¿s functionality throughout testing.